Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's circuit board was replaced to address the issue. Life relate smell was confirmed and the outlet flow path right side assembly were replaced. The device passed final testing.